Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of streptococcal peritonitis. However, there is no documentation in the complaint file that shows a causal relationship between the cycler set and the peritonitis event. Although the patient experienced a fluid leak on the patient line (captured in a separate file), no symptoms or adverse event were experienced by the patient until 9 days later. Additionally, the pdrn reported the patient had fevers for two weeks prior to the pd culture draw for which peritonitis was suspected to have started. Streptococcal infection can be caused by touch contamination, but a more common source being found in the mouth, respiratory tract, and upper and lower gastrointestinal tract has potential for hematogenous spread and direct contamination especially if face masks are used inappropriately. Per the pdrn, the culture results indicated a respiratory source, and the likely cause was the patient not masking per protocol. Based on the available information the liberty cycler set can be excluded as the cause of the patient¿s streptococcal peritonitis event.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient presented to their pd clinic with abdominal pain, general malaise, and cloudy pd effluent. A pd effluent culture was obtained, and the patient was administered intraperitoneal (ip) antibiotics (initial dose) with gentamycin 2g and ceftazidime 2g. The patient¿s pd effluent culture resulted positive for streptococcus (species not provided), and they were then prescribed ip vancomycin (dose, frequency, and duration, unknown). The culture results indicated respiratory origin, and the patient¿s pd registered nurse (pdrn) stated the cause of the peritonitis was likely due to the patient not wearing a mask during pd treatment. The pdrn stated the patient was experiencing fevers for two weeks prior to having the pd culture drawn; however, they refused to be seen at the clinic. There was no indication that the use of any fresenius products was related to the event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. The patient presented to their pd clinic with abdominal pain, general malaise, and cloudy pd effluent. A pd effluent culture was obtained, and the patient was administered intraperitoneal (ip) antibiotics (initial dose) with gentamycin 2g and ceftazidime 2g. The patient¿s pd effluent culture resulted positive for streptococcus (species not provided), and they were then prescribed ip vancomycin (dose, frequency, and duration, unknown). The culture results indicated respiratory origin, and the patient¿s pd registered nurse (pdrn) stated the cause of the peritonitis was likely due to the patient not wearing a mask during pd treatment. The pdrn stated the patient was experiencing fevers for two weeks prior to having the pd culture drawn; however, they refused to be seen at the clinic. There was no indication that the use of any fresenius products was related to the event.